Manufacturer narrative:
H10: the customer reported to have replaced the power supply to resolve the black screen issue. The unit was tested, and the touchscreen was found unresponsive. A separate record has been generated to document the additional issue. The customer replaced the cpu pcb to correct the touchscreen issue. The unit was returned to service. H11: device code: changed from inadequate user interface to power problem.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30sep2020.

Event description:
The customer reported screen is black on power up. The customer is reporting no light on the power switch overlay and has confirmed no 24 volt power supply. The remote manufacturer's service technician recommended ordering and replacing the v60 power supply. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.